Event description:
It was reported that during a stent procedure located in the right renal artery (off label use), the stent was successfully deployed. After removal of the stent delivery system (sds), the tip was seen on cine. A snare device was used to retrieve the tip of the sds with no success. The tip of the sds ended up in the kidney. Reportedly, the pt is doing well.